Event description:
It was reported "when using the product, the handle part was stiff and when trying to staple the tissue, it didn't work. The same new product was used to continue the procedure". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when using the product, the handle part was stiff and when trying to staple the tissue, it didn't work. The same new product was used to continue the procedure". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed a large gap between the front of the cover block and the remaining staples. Upon functional testing, the stapler failed to fire staples for the first two attempts. The remaining staples correctly fired when tested. The saddle spring was observed to be correctly attached to the pusher and was correctly seated on each side of the cover block. The stapler was disassembled, die casting anomalies were discovered on the forming tool. The original complaint could be confirmed due to the original misalignment of the staples due to the gap in the cover block. A device history record review was performed, and no relevant findings were identified. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.